Event description:
Per the clinic, the patient experienced an infection around the abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). It was also reported that, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove and replace the abutment due to fall.